Manufacturer narrative:
Concomitant medical products: ddbc3d1 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial (right atrial) (ra) lead was not "functioning properly". The lead will be reprogrammed and remains in use. No patient complications have been reported as a result of this event.